Event description:
Reportedly, during pt use, the parameters (alarm and settings) could not be operated. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
(B)(4).